Manufacturer narrative:
Information references the main component of the system. Other relevant device is: etlw1616c93e, sn (B)(4). Evaluation results are: the reported right limb pulling out from the right common iliac artery leading to distal type I endoleak was confirmed from the films provided. The post-implant cta's provided showed that the right/contra limb was floating within the aneurysm sac, and there was no radial apposition to the right common iliac artery. The exact cause of the right limb pulled out leading to loss of distal seal which resulted in the possible distal type I endoleak could not be conclusively determined from the post-implant films provided. The pre-implant anatomy information, films during implant procedure, and earlier post-implant films were not available for review and comparison. The location of the limb at implant is unknown. It is possible that short and aneurysmal right common iliac artery length may have contributed. The right common iliac artery was aneurysmal and short, with diameter measured ~ 33 mm and length measured ~ 30 mm. There may also have been disease progression; iliac artery dilatation. The reported limb separation could not be confirmed from the films provided; there appears to be good overlap between the stent grafts.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately one year and ten months post index procedure, the endurant ii stent graft system had a type iii separation endoleak between the endurant 16x16 limb and endurant 16x24 limb; however, it may be a distal type I endoleak. The right common iliac artery is very short in length and the endurant 16x24 limb has pulled out resulting in loss of distal seal. Per the physician the cause of the event is related topatient anatomy, short right common iliac artery. No sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.